Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products 4195 implantable pacing lead - (B)(6) 2011 4076 implantable pacing lead - (B)(6) 2011. (B)(4).

Event description:
It was reported that the device exhibited early battery depletion, and the left ventricular (lv) lead exhibited high thresholds and a failure to capture. The device was explanted and replaced, and the lead remains in use. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.